Event description:
A (B)(6) male pt called a zoll territory manager to report that his electrode belt had a damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cable connecting the distribution none to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.